Manufacturer narrative:
Findings: the insulin pump was unable to perform the displacement test due to completely broken off reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with cracked case at the display window corner, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, stained end cap sticker, cracked belt clip slot and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was 154 mg/dl. Customer reported crack on reservoir thread. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(6) 2016.

Manufacturer narrative:
Insulin pump unable to perform the displacement test due to completely broken off reservoir tube lip and missing reservoir tube o-ring. Insulin pump received with cracked case at the display window corner, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, stained end cap sticker, cracked belt clip slot and minor scratched lcd window.